Event description:
"Function check" was reported. The available info indicates that the hands free cable was replaced. No pt involvement was reported.

Manufacturer narrative:
(B)(4). This complain is still under investigation. A follow-up report will be submitted upon completion of the investigation.